Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Prolapse is listed in the risk assessment matrix as a no-fault complication. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that rx promus stent was implanted at the lesion site and post-dilated with no issues. Optical coherence tomography revealed that the tissue had prolapsed between the stent struts. However, it was small enough that there was no need to cover it with another stent. No adverse patient effects were reported. No additional information was provided.